Event description:
It was reported via repair work order that the power cord had a broken power prong. It was also reported that the power cord had a missing ground prong. It was further reported that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.